Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020; b4: 12oct2020. A front bezel was returned for analysis. The root cause is the navigation ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
The customer reported navigation (nav) ring not working when trying to get to service mode. There was no patient involvement when the issue was discovered or harm reported.